Event description:
The ventilator was being repaired at distributor's office. The sbc board was installed and the ventilator was turned on. It was reported that a small amount of smoke was seen coming from the ventilator and then the device shut down. Reportedly, no alarms were sounded. There was no patient involvement in this case.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On (B)(6)2010, the patient was hospitalized due to the peritonitis. On an unreported date in 2010, a peritoneal effluent culture was performed which was positive for candida albicans. It was unknown whether the patient received remedial treatment. On unreported dates in 2010, the patient was discharged from the hospital, pd therapy was withdrawn, and the patient was transferred to hemodialysis. At the time of reporting, the patient was recovering from the event of peritonitis with culture positive for candida albicans. Medical history included end stage renal disease (esrd), hypertension, and pneumonia. Per the nurse, the event of peritonitis was not related to pd therapy but was caused by an airborne yeast.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the cassette (h10d05017), with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested.baxter has received similar reports for the reported problem.